Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem would not deliver blood transfusion and was giving upstream occlusion alarms, raised pole >24¿ ' was not reproduced. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device was able to occlude normally within proper pounds per square inch (psi) ranges. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion alarms, raised pole >24¿ and then was able to deliver transfusion occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.